Manufacturer narrative:
This supplemental is being submitted to provide additional information obtained from the customer.

Event description:
During pre-cleaning, the user facility uses the detergent aniosyme x3. For manual cleaning, the user facility practices bedside pre-cleaning using life nova clean. For automated endoscope reprocessor (aer) treatment, the wassenburg wd440 adaptascope is used with wassenburg endohigh detergent and wassenburg endohigh paa (disinfectant). The scopes are stored horizontally.

Manufacturer narrative:
A correction to g2 to add the foreign country, france. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. The device was evaluated where no abnormalities were found that could have led to the positive culture. An insulation malfunction was found where the insulation resistance value between distal end and connector is out of specification. This defect is not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has less than 1 year since the subject device was manufactured. Based on the results of the investigation, it is unlikely the event was related to the device. A positive culture was detected from the user after reprocessing. When olympus culture tested after reprocessing in accordance with IFU, the same microorganism was not detected from the channel, therefore the suggested event was not confirmed from the inspection on the returned device. This information is addressed in the instructions for use (IFU): "reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. " olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report is being submitted to correct h8 on the initial report. The customer reported this device was brand new.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled and coagulase-negative staphylococci was identified. The obtained results are in conformance with the requirements. The subject device has not been received at olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope tested positive for 43 colony forming units (cfu) of pseudomonas spp. During routine testing of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.